Manufacturer narrative:
Product event summary: analysis confirmed the programmer would not interrogate devices; the rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer radio frequency (rf) programmer head would not interrogate devices. It was noted that it is a programmer issue as multiple rf heads were attempted to correct the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.